Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc stated the results in centralink were properly annotated with the instrument flags, a "do not report" comment and colored in red. Hsc did not find any malfunction in centralink. The customer released the results to the physician. The cause of the abnormal assay flag and abnormal reaction patient results being reported out, is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple "abnormal assay" flagged and "abnormal reaction" flagged patient results were reported out by the customer while using their centralink data management system. The customer obtained an abnormal reaction flag for their gentamicin when tested on a newborn. The flagged result was reported out to the physician(s). The same sample was repeated on the same instrument and resulted without a flag. A corrected report was issued. The customer obtained an abnormal reaction flag for their albumin. The result was reported out. The customer then repeated the same sample on the same instrument, resulting with an abnormal reaction result. A new draw was ordered, tested on the same instrument, and resulted without a flag. A corrected report was issued. The customer obtained an abnormal assay flag for their alanine aminotransferase (ifcc). The result was reported out. The customer repeated the same sample on the same instrument, resulting similar. The customer had another collection which resulted similar and flagged. The sample appeared lipemic, so the customer removed the plasma from the cells and re-spun separately. The sample was tested and resulted with an abnormal assay flag. The customer tested another sample, resulting without a flag. All alanine aminotransferase results were elevated. A corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the abnormal assay flag and abnormal reaction patient results being reported out.